Event description:
A patient reported that their meter would keep giving them the not okay message. Pt sometimes got readings on the meter, but they were high. This issue was not resolved with troubleshooting. Pt also stated that they needed to call the emt at one time when they got a reading of 422 mg/dl. The emt meter read in the "100s". Pt was not treated or taken to the hospital. Pt feels that their eyesight may have been damaged by the readings on the meter. Unknown if check strip or control solution tests were done on the meter. No further information has been reported.